Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that at the start of a spine lumbar surgery, it was observed the attachment device was "bound up and not working". There were no delays to the scheduled surgical procedure as an identical spare device was available for use. The reporter clarified that the motor device used with the attachment device was not changed out and was used with the spare device successfully. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.